Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 50 ,222 lifetime short v-v counts and 4,420 lifetime short a-a intervals. 4 non-sustained tachycardia events less than 220 ms. Mirror image atrial and ventricular observed on the electrogram.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 5086mri-58 implantable pacing lead. (B)(4).

Event description:
It was reported that an electrogram showed episodes of far field r-wave (ffrw) oversensing, a high count of short vv and aa intervals and noise. About half of the time when a noise event occurred, there was also atrial undersensing. An x-ray showed that the ventricular lead was in a high septal position and the atrial lead is in the atrial appendage, which lies on the ventricular wall. The physician thought that this was the reason behind the far field signals in both channels. The physician reprogrammed the device and there has been no more oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.